Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer did not provide the device serial number. The field service engineer (fse) duplicated the reported problem. The fse reconnected the data acquisition to motor controller cable and the problem was corrected. No part was replaced.